Event description:
It was reported that the system with an implantable cardioverter defibrillator (ICD) and this right ventricular (rv) lead delivered inappropriate shocks due to lead noise over-sensing. After additional analysis it was found that this rv lead was fractured. The device was going to be turned off and this rv lead was going to be revised at the hospital. The ICD and this rv lead remains in service at this time. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).